Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a resection, the stapler only fired half the staples. Hand sewing was done to correct the problem. Extra surgical time was required but it is unknown how much time was necessary. No patient injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. Nothing fell in the surgical cavity. Patient current status reported as recovering.

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The reported condition for this incident was that the staple line was incomplete during the resection procedure. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.